Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021 post operation shock multifactorial requiring pressors in which inotropes was treatment. Epi 0.1mcg/kg/min, milrinone 0.1-0.125, norepinephrine 0.04 on (B)(6) 2021, norepinephrine stopped. (B)(6) 2021 pulseless electrical activity (pea) arrest, norepinephrine added 0.2, on (B)(6) 2021 weaned norepinephrine 0.04. On (B)(6) 2021 a reported cardiac arrhythmia occurred, the patient had altered mental status, vomited, aspirated, and developed pea arrest. CPR (cardiopulmonary resuscitation) was started, circulation was restored and maintained. Nicardipine started. Study medication held until patient could take oral medications. Treatment included cardioversion. On (B)(6) 20210 at 2055 respiratory failure reported. Altered mental status noted followed by possible seizure activity. Patient was unresponsive with maps (mean arterial pressure) in 30s. The patient was reintubated. Pressors increased. Milrinone stopped. Circulation restored. Patient awoke, moving all extremities well and followed command. Patient remained intubated on vent. Chest x-ray was stable. (B)(6) 2021 vent 40%, rate 26 sao2 98% ph 7.44 po2 105 pc02 32 bronchoscopy=moderate amount gastric content. Then moderate mucosal erythematous, lavaged. Cxr r>l . On (B)(6) 2021, gastrointestinal bleeding (gi) reported with projectile vomiting with aspiration of dark coffee ground emesis~1l. Nitroglycerin (ntg) inserted, 700cc output and patient was intubated. The patient had hemoglobin (hgb) and hematocrit (hct) drop from 6.6g/dl to 5.7 g/dl (hgb) and 20.6% to 17.5 % (hct). The patient was transfused with 2 units red cells. On (B)(6) 2021, the patient¿s hgb 7.4 g/dl hct 21.5% in which the patient¿s platelets were low pre-operatively at 126 and after coffee ground emesis dropped to 88 then 69. Major infection was reported as well the patient had an aspiration event with respiratory failure and was started on and continued on antibiotics: vancomycin 1.7g to 2.5g, pipercillin-tazobactam 4.5 gm qd, and mupirocin. Oral swab on (B)(6) 2021 and chest radiography (chest x-ray, cxr) parenchymal opacities. (B)(6) 2021 patchy airspace opacities r<l, trace left pleural effusion. Antibiotics continued. On (B)(6) 2021 right atelectasis. New airspace opacites left lung white blood count (wbc) 14.6 t 36.5c on (B)(6) 2021 glasgow 12. Sedated. On (B)(6) 2021 white blood count (wbc) 18.7. Patient was extubated (B)(6) 2021 with temperature at 37.5c in which treatment included change of medication. Antibiotics stopped (B)(6) 2021. Additional information requested but not provided.

Event description:
Additional information reported that the patient is currently still on implant admission, discharge pending stabilization of volume status. There was a reported event of shock in which treatment included inotropes with start date of (B)(6) 2021 and resolved without sequelae on (B)(6) 2021. It was also reported that on (B)(6) 2021, the patient altered mental status changed and the patient is able to follow commands and converse. Treatment included intubation however also resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jul2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmias, bleeding, neurological dysfunction, renal dysfunction, respiratory failure, and infection as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia and neurological dysfunction as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.